Event description:
It was reported in 2009 that the pt experienced a sharp pain and burning or stinging at the stimulator location and weight loss. The pt was otherwise "happy with [the] device" which controlled the pain in her lower extremities. The pt planned to see the health care professional. The pt's status was fair. Info received subsequently indicated that the device was reprogrammed successfully but the pt was still having problems although the problems were "not as bad as before." It was reported in (B)(6) 2010 that the stimulator and lead had been replaced in may as deemed necessary by the health care provider, and the old system had been discarded. It was indicated that the pt was happy with the new system and the coverage it provided. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).